Manufacturer narrative:
A replacement meter was sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
It was alleged that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(6). At 9:05 a.m., a sample from the patient was tested using the meter, resulting in a value of 3.0 inr. At 9:08 a.m., a sample from the patient was tested using the meter, resulting in a value of 2.0 inr. The patient's therapeutic range is unknown.